Event description:
It was reported that, during interrogation of the patient's device, no capture was observed on the right ventricular (rv) pacing lead. It was determined that perforation of the right ventricle had occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2014. (B)(4).